Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered a bolus without user input resulting in customer losing consciousness and bumping her head. The customer's blood glucose (bg) level was 7-9 mg/dl. Customer received assistance from husband and was treated with multiple glucagon shots to address bg. Customer declined a pump data review to further troubleshoot the allegation.